Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from discomfort and migration of the implantable cardioverter defibrillator (ICD) generator. The generator migrated down, appeared to be on its side and protruding out. The event occurred when the patient went to lie in bed and hug son. Currently, no actions have been reported.

Manufacturer narrative:
08. Apr 2026 update: the provided source document reports that the ICD is about 4-5 cm inferior to scar line. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.